Manufacturer narrative:
Medtronic received additional information from this patient's physician this valve was replaced due to high gradients due to stenosis, presumably a consequence of recurrent endocarditis and (B)(6) infection. No cuspal tear was noted, but decreased mobility and significant amount of vegetation was observed on the valve; there was minimum regurgitation observed. Prior to the replacement procedure, the patient presented with shortness of breath (sob), and fatigue. No other adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation. Additional information has been requested, but no new information has been received to date. If additional information is received, or if the product is returned for analysis, a supplemental report will be submitted.

Event description:
Medtronic received information that two years, nine months post implant of this bioprosthetic valve in the tricuspid position, this valve was explanted and replaced. No failure mechanism and no adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the received information, the endocarditis was a reoccurrence event. The sterilization process used by medtronic has an anti-microbial kill on the microorganisms such as (B)(6), and it also has demonstrated the ability to inactivate the biological indicator which is representative bioburden for the microbial flora found in our manufacturing controlled environment. Therefore, it was unlikely that the endocarditis originally came from the device and/or manufacturing valve process. Based on the received information, the reported regurgitation / high gradient were most likely due to the immobile leaflets caused by endocarditis. However, without the return of the device, the root cause cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.